Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump had been alarming high pressure. The patient had stated that it had been alarming with high pressure intermittently, resolving on its own, typically when they moved their arm around. The display had been reading "stopped." The settings had been reviewed: reservoir volume of 298.7 ml, dose volume of 150 ml, dose duration of 1 hour 15 minutes, dose cycle of 12 hours, kvo rate of 0.2 ml/hr, remaining dose duration of 1 hour 13 minutes, dose start time of 0 hours 0 minutes, and 6.35 ml given. Trouble shooting was performed but the alarm persisted. Medication was cefepime, and the patient had not been affected. There was patient involvement, but no patient harm reported.